Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿complex incarcerated ventral hernia¿ surgery and was implanted with a strattice device lot ¿sp100471-153¿ on (B)(6)2017. The patient underwent a ¿recurrent ventral hernia repair, bilateral component separation, bilateral skin flaps¿ on (B)(6)2017. The patient then underwent an ¿excisional debridement skin and abdominal wall with wound vac¿ on (B)(6)2017. The patient had a ¿wound vac change under anesthesia¿ on (B)(6)2017, (B)(6)2017. The patient had a ¿wound vac change under fentanyl¿ on (B)(6)2017. The patient underwent a ¿recurrent incarcerate incisional hernia repair with phasix st mesh, open resection of chronic wound skin, mesh and small bowel segment¿ on (B)(6)2024. The form lists the conditions that were treated were ¿open incarcerated ventral hernia repair (strattice implant); bilateral myofascial (posterior rectus flap) each side¿ between (B)(6)2017. The patient had a ¿recurrent ventral hernia repair; bilateral component separation, bilateral skin flaps (reimplantation of strattice mesh)¿ between (B)(6)2017. The patient received an ¿excisional debridement skin and abdominal wall with wound vac¿ between (B)(6)2017. The patient then had a ¿wound vac change under anesthesia; removed skin involved in necrotizing infection¿ on or about (B)(6)2017. The patient had ¿wound vac change under anesthesia¿ on or about (B)(6)2017. The patient had a ¿wound vac change under fentanyl¿ on or about (B)(6)2017. The patient had their ¿wound vac changed; wound bed red; xenograft slightly exposed¿ on or about (B)(6)2017. The patient had ¿wound vac intact; thick puss like drainage in vac tubing¿ on or about (B)(6)2017. The patient underwent ¿incarcerated ventral hernia repair; hernia repair dehisced; excisional debridement of necrotic skin; wound vac¿ on or about (B)(6)2017. The patient received ¿wound management; wound vac changes¿ in 2017. The patient was seen for ¿primary care; hernia symptoms¿ between approximately 2022 and 2024. The patient underwent ¿recurrent incarcerate incisional hernia repair with phasix st mesh; open resection of chronic wound skin, mesh and small bowel segment¿ and ¿post-op developed fascial dehiscence and enterocutaneus fistula. (B)(6)2024 developed worsening respiratory distress and increasing hypercapnia. Transferred to ICU for bipap¿ between (B)(6)2024. The patient was in ¿post-op rehab¿ between (B)(6)2024. The patient received ¿post-op rehab, medication management; wound management and care for necrotizing fasciitis, ec fistula, stoma, dehiscence, pain¿ between (B)(6)2024. The patient was treated for ¿fistula¿ between (B)(6)2024. The patient was seen for ¿2017 post-op wound management¿ from ¿post-op 2017 surgery ¿ present.¿ the patient also was seen for ¿post op home health¿ between 2017-present. The patient was implanted with a non-abbvie device, ¿phasix st lot # huhu1258¿ on (B)(6)2024. The form does not indicate whether these two devices were removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6)2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100471 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.